Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon reported that there was mdm poly wear causing synovitis. We removed the mdm bearing construct and replaced it with a poly liner, universal sleeve and head. Left side.